Event description:
Microdislodgement of ventricular pacemaker lead/dysfunction. Removal and replacement of pacemaker lead. Pt left or in good condition and was transferred to transitional care for further therapy.